Manufacturer narrative:
D4: lot # : the reported suspected lot# is 60668515 (the lot# is not valid). D4: unique device identifier (UDI) # is based on the di information as the suspected lot number provided by the reporter was not valid. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bubbles appeared at port 5 of a em2400 valve set while used with compounder. The "k acetate" (potassium acetate solution) was moved from port 5 to port 4 to resolve the issue. There was no patient involvement. No additional information is available.